Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.6; lab: 4.6; mean: 3.1; confidence limits: 1.9-4.6; inratio: 4.5; lab: 6.3; mean: 5.4; confidence limits: cannot be determined; inratio: 1.5; lab: 4.45; mean: 2.975; confidence limits: 1.8-4.2; inratio: 5.1; lab: 5.6; mean: 5.35; confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first and third sets of data, the inratio value was outside the confidence limits. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008; inratio: 1.6; lab: 4.6; inratio: 4.5; lab: 6.3; inratio: 1.5; lab: 4.45; inratio: 5.1; lab: 5.6.